Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the vitrectomy probes were not cutting at the expected 10,000 cuts per minute (cpm), and the cutting speed had to be reduced to 7,500 during the vitrectomy surgery. The other surgery details and patient impact details were unknown. Additional information was requested; however, none has been received to date.